Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new prostyle device, but the same failure occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional procedure clarification was received: during use of the second prostyle device, the link was noted to be loose before device deployment. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose link was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6; medical device problem code 1142 needle to cuff miss was removed. Code 1506 irregular appearance was added.